Manufacturer narrative:
This report is being filed on an international product, list (B)(4), that has a similar us product distributed in the us, list (B)(4). An evaluation is in process. A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a falsely negative architect (B)(6) ag/ab combo result (0.69 and 0.74 s/co) on a presurgical patient who previously tested architect (B)(6) ag/ab combo reactive. Additional testing was liason xl antibody reactive, gpa reactive and nat reactive. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Suspect medical device catalog was updated from 04j27-27 to 04j27-32. Ticket searches determined that there is normal complaint activity for the likely cause lot and the tracking and trending report review determined that there are no related adverse or non-statistical trends. A retained kit of reagent lot 71083li00, which contains identical bulk reagents as lot 71094li00, was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. A review of the instrument log files was performed. No errors occurred in the around the time when retest of sample ID 1683-0417 was performed. Additionally, a review for non-conformances and deviations associated with the affected lot number resulted in no occurrences. Review of the product labeling concluded that the issue is sufficiently addressed. Taken together, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Lot updated from unknown to 71094li00. An evaluation is in process. A followup report will be submitted when the evaluation is complete.